Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for an unspecified microorganism (1cfu). This microbiological test result meets the target level* of the french guideline, ¿ministry of health and solidarity dgs / dhos, ctinils - march 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. * the target level in (B)(6) guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested (B)(6) (70cfu). The user facility reported that the subject device had been reprocessed using etd4, an automated endoscope reprocessor (aer). There was no report of infection associated with this report.